Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. During procedure, while attempt to position the right atrial (ra) leadless pacemaker (lp) at a lateral right atrium wall, the delivery catheter slid when the deflection was taken off. Fixation was attempted at a different location. Upon fixating, patient experienced decrease in heart rate and blood pressure. Echocardiogram was performed and confirmed cardiac perforation and cardiac effusion, leading to cardiac tamponade. Pericardiocentesis was performed, and the bleed was stopped. However, the ralp was showing a chaotic electrogram, a decrease in pacing impedance, and no capture. Upon fluoroscopy imaging, it was observed that the ralp had dislodged but still attached to the delivery catheter. The ralp was not implanted after redocking and removing from the body, and the procedure was concluded with no replacement device implanted. Patient condition was stable.

Manufacturer narrative:
The reported events of unspecified sensing issue, low pacing impedance, failure to capture and dislodgement during tether mode could not be confirmed. Visual inspection showed that the inner and outer helix lengths were within specification. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. No anomaly was noted, the device passed all tests. Further analysis was performed, including sensing, impedance and output/capture, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.